Event description:
It was reported that; pt is experiencing pain in the groin area, cannot lift her right leg, falls constantly and she noticed that the middle of the implant sometimes moves. Pt is following up with her doctor.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall